Event description:
The pt was implanted with a saline prosthesis on 1/19/96. Subsequently it was noted that the pt's right breast had developed a seroma and capsular contracture. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (effective date, february 10, 1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.